Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report as it was described. The injection needle handle was returned in the fully advanced positon; this position corresponds to full needle extension. During our laboratory analysis, the injection needle was retracted and the needle was visualized inside the distal end of the outer catheter. The catheter of the injection needle was placed in a straight positon. When the handle is manipulated, the needle extends and retracts properly. The outer catheter did not exhibit any damaged areas near the distal end that indicates the needle penetrated the catheter tubing. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: a definitive cause for the reported observation was unable to be determined because the product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval. However, we can provide the following comments: needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in the coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action is warranted at this time because the device functioned as intended. The likelihood of this type of occurence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook endoscopy acuject variable injection needle. The injection needle was advanced into position and the user attempted to extend the needle from the outer catheter. Instead of extending from the outer catheter, the needle penetrated the side of the outer catheter. The injection needle was removed and another injection needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.